Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- tech. One actual sample of the four reported wires was received for evaluation. Visual inspection revealed that the urethane outer layer had been everted in the distal direction, which was observed in the area approximately 383 mm - 710 mm from the distal end. A part of the everted urethane outer layer had been whitened. The core wire was exposed due to the everted urethane outer layer. This was observed in the area 710 mm - 857 mm from the distal end. The urethane outer layer had been everted in the proximal direction, which was observed in the area approximately 857 mm - 860 mm from the distal end. Magnifying inspection revealed that both end of the everted urethane outer layer had been elongated. In addition, some streak lines were observed on the exposed core wire. Electron microscopic inspection revealed an elongated part on in the everted and whitened urethane outer layer. Based on this, it is likely that a hard object came into that area. The outer diameter of the shaft was measured on the intact segment and confirmed to meet the specifications. Reproductive test was performed, and a metal torque device was inserted over a current guide wire m sample (stiff type) and torqued excessively, and then the guidewire was subjected to pushing/pulling manipulation. As a result, the urethane outer layer was everted, and both ends of the everted urethane outer layer were elongated. The core wire was exposed with some streak lines on the surface. A review of the device history record, and the shipping inspection record of the involved product code/lot# combination was conducted with no findings. IFU states: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample was subjected to an excessive torque load by a concurrently used torque device, which resulted that a part of the urethane outer layer was torn around the entire circumference. Subsequently, it is likely that the actual sample was subjected to pushing and pulling manipulation, which resulted in the everted urethane outer layer from the severed point. Since the urethane outer layer had been elongated, it could not be confirmed whether there was any missing portion in the urethane outer layer. However, the exact cause of the reported event cannot be definitively determined based on the available information. This report is for the second device reported, for the three other devices reported that were used on the same patient see MDR 9681834-2020-00204, 9681834-2020-00206 and 9681834-2020-00207. (B)(4).

Event description:
This report has been deemed reportable based upon inspection of the received sample. The user facility reported that four radifocus wires were stripped of coating in the case. The doctor was using torquer td-01 and advancing the wire in the patient; up and over access for ll leg therectomy/stent. Four wires in a row de-laminated mid shaft during use. With each wire, it had been in use in the body, removed at least once and delaminated while being reinserted. Normal blood loss consistent with the procedure type; the estimated blood loss was less than 250cc. The procedure was successful and tolerated well by the patient. There was no patient injury, medical/surgical intervention required. Additional information was received 07aug2020: standard sheaths and catheters were used with the four wires. No fragments of "delamination" were left in the patient, as it happened before the wires were inserted in the body, so nothing was left in patient. It happened when the torquer was on the wire, so that part of the wire never inserted in the patient.